Manufacturer narrative:
Unit received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked case at reservoir tube window corner. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was broken. Insulin pump would need to be replaced. Customer's blood glucose was unknown.